Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer received a power source alert after plugging the pump into a wall outlet, and observed the pump battery to be depleting rapidly. The customer's blood glucose (bg) was 212 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified in the pump logs; however, no failure was identified related to the issue. Additionally, the malfunction and battery depletion issues were verified.